Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was confirmed to be in the device channel. The following additional findings were also noted: assorted cracks, cuts, corrosion, discolored parts, grip shaved, water tightness lost, dirty components; due to water leakage, deformation of the plastic distal end cover, pinhole on the universal cord, and damage on the suction tube of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that during reprocessing, their evis exera ii colonovideoscope was noted to have an obstructed operational channel. Upon inspection and testing of the returned unit, foreign material was found lodged in the device channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.